Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. Evaluation: a complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of leakage at catheter junction with lot # 4101327 and material # 382533. DHR for lot number 4101327 was reviewed. Subassembly lot 4101327 material 700pros33 was built and packaged on afa line 13 from 12apr2024 through 17apr2024 for a total quantity of (B)(4) units. No related quality issues or process deviations were found. Root cause couldn't be determined due to unavailability of sample information. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc leakage at catheter/hub junction. The following information was provided by the initial reporter: bd insyte autoguard 20 gax 1.00 angio (lot # 410327) leaking where the catheter connects to the pink hub. This happened at least 3 times. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No serious injury. IV catheters were leaking at the site. Patients needed restarts of IV¿s.